Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient with a proximal tibia fracture was implanted on an unknown date. The patient was returned to the o.r. On (B)(6) 2013 for removal. The surgeon had difficulty removing the screw in the fourth distal hole of the plate. The surgeon attempted to remove it with the extraction screw but the screw had fractured at the base. A tourniquet was used for 120 minutes and carried the risk of tourniquet pain. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the investigation of the complained extraction screw shows that the tip is broken due to a mechanical overloading situation during use. Exceeding applied mechanical force, well beyond its calculated design may have caused the breakage. The article 309.504s and 309.004s are slightly used but still in working order. Unfortunately we did not receive the lcp-plate back for investigation. Reviewing the manufacturing- and material documents for the extraction screw shows no deviation to the specification. No product fault could be detected. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.